Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the instrument did not fire properly. The surgeon used another instrument to complete the procedure, no pt injury was reported.